Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional supera referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a distal superficial femoral artery. Pre-dilatation was performed by an unspecified balloon. A 5x40mm supera stent was advanced to the lesion and deployment initiated. However, the introducer sheath was far away from the proximal end of the stent during deployment which caused the stent to only partially deploy (proximal end of stent remained on catheter). The device was simply withdrawn. It was attempted to advance another same size supera, but the same issue occurred and therefore removed. Both delivery systems were not removed under fluoroscopy. There were no reported issues with the thumbslide mechanism. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was not confirmed as the stent had already been fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. It should be noted that the supera instruction for use states: "confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released." In this case, removal without fluoroscopy does not appear to have contributed to the deployment difficulty. The investigation was unable to determine a cause for the reported deployment issue. It may be possible that the reported deployment issue was the result of anatomical conditions. It is possible that the distal sheath of the delivery system was entrapped or bent within the anatomy such that the ratchet was unable to properly engage the proximal segment of stent preventing full deployment and release of the stent form the delivery system; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a distal superficial femoral artery. Pre-dilatation was performed by an unspecified balloon. A 5x40mm supera stent was advanced to the lesion and deployment initiated. However, the introducer sheath was far away from the proximal end of the stent during deployment which caused the stent to only partially deploy (proximal end of stent remained on catheter). The device was simply withdrawn. It was attempted to advance another same size supera, but the same issue occurred and therefore removed. Both delivery systems were not removed under fluoroscopy. There were no reported issues with the thumbslide mechanism. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. Correction: the introducer sheath was far away from the proximal end of the stent during deployment. Once the device reached the lesion, deployment was activated and the stent only partially deployed (proximal end of stent remained on catheter).] No additional information was provided.